Manufacturer narrative:
Concomitant medical products: dtba1qq, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that there was an issue with the left ventricular (lv) lead. The patient also noted hearing beeping from the cardiac resynchronization therapy defibrillator (crt-d). The lead and device remain in use. No patient complications have been reported as a result of this event.